Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported system was interrogated. Impedances were within normal limits, patient was reprogrammed to comfortable level. Patient called yesterday to say it was shocking her again, so she stated she¿d turned it down to where it wasn¿t shocking her, but it wasn¿t helping her usual pain. After speaking with her, it seemed her adaptive stim was set to 0 in many of her positions. Rep had her increase her stimulation in different positions to comfort. Issue is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that starting in (B)(6) 2021 sometime, the patient was experiencing a shocking sensation when the implanted neurostimulator (ins) was on and at 0.1 ma, but not when it was off.   No contributing factors were known at the time of the report.  The rep was going to meet with the patient on (B)(6) 2021 to evaluate the system, so the event was not resolved at the time of the report.